Event description:
Pt admitted with abscess rt lower quadrant. While attempting to perform a percutaneous drainage of the abscess, an attempt was made to pass the sheath over the 0.018 wire with some resistance met as was noted at insertion of the 21 gauge needle as well. While using some rotary movement to attempt to aid in entering into the pocket with resultant inadvertent shearing of the flexible tip of the 0.018 wire from the stiff proximal end. Pt was taken to or next am for removal of guidewire, exp lap with drainage of abscess.